Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine follow up CT scan a proximal type I endoleak was present. The stent graft had migrated 9 mm and the aneurysm measured 58 mm in diameter. The physician decided to implant an endurant aortic cuff (B)(4) and this successfully resolved the proximal type I endoleak; however, the left renal artery was unintentionally partially occluded. The physician decided to stent the left renal artery and restored blood flow. The physician also elected to extend the left iliac artery with another manufacturer's stent graft. The cause of the migration was likely related to disease progression due to neck dilatation. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, stent graft migration); patient's condition affected effectiveness of device (disease progression and aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression and aortic neck dilatation).